Event description:
It was reported that an 8f angio-seal evolution was selected for use in the right groin. One day later, the pt was brought back for a percutaneous transluminal coronary angioplasty (ptca). The pt had a leg cramp while being transferred to a cath table. A hematoma developed and manual compression was applied for fifteen mins. The pt experienced a vasovagal episode and 1mg of atropine was given. The pt responded to the medication and a femostop was applied. The ptca was later cancelled. CT scan revealed a hematoma. Two days later, the pt developed deep vein thrombosis (dvt). Four days later, the physician placed a tulip vena-cava filter. The pt had been diagnosed with bilateral pulmonary embolism (pe). The pt recovered. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.